Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had suspected gastrointestinal bleeding. An upper gastrointestinal endoscopy was performed.

Manufacturer narrative:
E1: reporter phone number and email were not available manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024.

Event description:
It was reported that the patient had suspected gastrointestinal bleeding. It was noted that the patient's hemoglobin had dropped to 4.7 the same day, and the patients international normalized ratio (inr) was 1.94, which may have contributed to the gastrointestinal bleeding. 6 units of red blood cells (rbc) were transfused on (B)(6) 2024, on (B)(6) 2024 4 more units of rbc's were transfused, and on (B)(6) 2024 6 more units were transfused. An upper gastrointestinal endoscopy was performed on (B)(6) 2025, which had no findings, a capsule endoscopy was performed on (B)(6) 2025, but small intestinal bleeding was ruled out. The patient inr was managed with a target range of 1.6-1.8. It was noted that a definitive diagnosis of gastrointestinal bleeding could not be made, the hospital intended on continuing to monitor laboratory values and the patient's subjective symptoms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.